Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital staff found that the pod14 was kinked upon removal from the packaging. The damage to the pod14 was found prior to use. Therefore, the pod14 was not used in the procedure. The procedure was completed using a new pod14.